Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties and detachment occurred. This target lesion was located in a vein graft. A 190cm filterwire ez was advanced to the target location. There were two previously implanted non-bsc stents. The retrieval sheath could not retrieve the basket and stent deformation occurred. The basket detached and remains inside the patient. The physician is not concerned about the basket which remains inside the patient. The patient's status is fine.

Manufacturer narrative:
Event date: (B)(6) 2012. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).